Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a routine follow-up examination. The ICD and lead were replaced. At the procedure, the rate/sense portion of the lead was seen to be damaged.